Event description:
The customer reported to olympus that the adhesive of the bending section was chipped or peeling off of the endoeye flex deflectable videoscope. There was no patient harm associated with the event. The device was returned and evaluated, and the adhesive part of the objective lens has peeled off. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The evaluation found that the adhesive on the objective lens was peeling off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. This report is supplemented to provide additional information based on the legal manufacturer's final investigation. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. The subject device was manufactured less than two years ago. The investigation results are as follows: confirmed result of the said event. Confirming the inspection result report conducted by the service operation center established the suggested event and confirmed that the specifications and functions were not satisfied. So, it is judged that other devices involved in evaluation are unnecessary. The investigation's results suggest that the stress of repeated use and external factors likely caused the event. However, a definitive root cause could not be identified. Olympus will continue to monitor the field performance of this device.